Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, date of initial surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications? Onset date/time of the pain from surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? Onset of recurring incontinence? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Please provide date, diagnosis and details of the mesh removal? Was there any deficiency or anomaly of the mesh? If yes, please describe it? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Were the symptoms resolved? Product code and lot #? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. It was also reported that the patient experienced recurring pain and incontinence. The mesh was removed. Additional information has been requested.